Manufacturer narrative:
(B)(4). The g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report bleeding at site of sensor insertion. The sensor was inserted on (B)(6) 2015. Patient had heart surgery on (B)(6)2015 and the doctor cauterized the site of insertion/bleeding. No additional event information was provided. At the time of contact, the patient was fine.